Event description:
Patient with a history of idiopathic intracranial hypertension and pseudotumor cerebri. Has had multiple procedures, primarily vp and lp shunts to treat original problem of pseudotumor cerebri. Last surgical intervention done 2007 for a lp shunt revision. Over last several weeks has had increasing headaches felt to be overdrainage of her shunt. In 2008, she was admitted to hospital and underwent a revision of the shunt to move from a medium to high pressure anti-siphon drain. Intraoperative findings: proximal tubing was disconnected from the shunt valve and hooked up to a manometer with good spontaneous flow. This was noted to be under low pressure of approximately 5 cm h2o consistent with overdrainage. The antisiphon device was disconnected and the function of the distal catheter was tested which showed good function. The pt tolerated the surgery well without complications and was taken to the recovery room in stable condition.